Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a clamp stuck in a flo-gard infusion pump. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The cause of the condition was determined to be damaged safety/slide clamp assembly. The cause is a damaged pump mechanism captured as safety / slide clamp assy- damaged as this is more specific to the actual part within the pmu that is damaged. The device removed from service due to lack of parts to resolve the issues. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, service history review, and visual inspection were performed. The stuck clamp issue was identified as damaged safety/slide clamp assembly during visual inspection. The cause of the condition was determined to be damaged safety/slide clamp assembly. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.